Event description:
Customer reported the anestar anesthesia system shut down which may have resulted in a loss of anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives identified a faulty power supply. Customer declined repair.